Event description:
It was reported that a patient presented to the emergency room due to syncope. It was noted that there was loss of capture and dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.